Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed, fold creases. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "permanent crease secondary to the home stable quality of the gel and the high-grade contracture". Healthcare professional later confirmed "capsular contracture, [baker] grade iii". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side "permanent crease. Secondary to the home stable quality of the gel. And the high-grade contracture". Healthcare professional, later confirmed, "capsular contracture, [baker] grade iii". The device has been explanted and replaced.